Event description:
The customer reported inaccurate glucose vs. Blood glucose values, and no delivery alarms on the insulin pump. The customer was not able to complete troubleshooting for the no deliveries and stated these were past events. The customer was advised to call the helpline back to troubleshoot when the issues recurred. The blood glucose value at the time of the call was unknown but the customer reported blood glucose of 130 mg/dl. And sensor glucose of 250 mg/dl during the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).